Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium spike peritoneal dialysis (pd) transfer set had a hole in the tubing. When the home patient visited the hospital for periodic replacement of the transfer set, the physician observed the hole on the transfer set tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3 and h6. H10: the actual sample was evaluated. The sample was returned with a disconnect cap attached to the titanium uv spike. Visual inspection with the naked eye and magnification identified an oval shape in the tubing located on both sides of the silicone tubing. The oval shape is located approximately two (2) inches from a closed twist sleeve. Functional testing including leak, clear passage and clamp function testing were performed. Clear passage and clamp function tests revealed no issues. Leak testing failed because a leak through a hole in the silicone tubing was observed. The reported condition was verified. The cause of the condition could not be determined; however, the crease located at the oval shape in the tubing possibly caused by repetitive fold in the tubing or pinched by other equipment. Should additional relevant information become available, a supplemental report will be submitted.